Event description:
Customer alleges the seat broke and the framework under the seat caught her. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Product is to be returned for an evaluation.